Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit's screen display is bad. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit was improved by cleaning and reconnecting the connector inside the monitor. Calibration was then performed and the overall inspection results were good.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's screen display is bad.